Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the crack on part of top of insulin pump where reservoir was inserted. The customer's blood glucose level was unknown. The customer also stated that the reservoir was locked in the place but once or twice comes untwisted. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit received with constant failed battery test alarms after battery insertion due to severely corroded battery tube.. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer.